Event description:
A ventilator was evaluated by a third-party field service engineer for service. There was no harm or injury reported. During the evaluation of the device by the third-party field service engineer, a "service required" code was found in the ventilator's downloaded error log and the device failed a test step during testing. The device's machine flow sensor, proportional valve, 3-way solenoid valve and system board needs to be replaced to address the issue.